Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was observed to be inaccurate. The customer loaded the pump with 480 units 3 days prior to the report. The customer stated the pump initially displayed a fill estimate of 400+ and then displayed lower numbers. The customer's blood glucose level was 120 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.